Event description:
The report indicated that upon placement of the third orbit coil (B)(4) in the aneurysm, the coiling microcatheter (select lp-es 150/5 cm 45 shape) backed out causing the coil to deploy between the stent and vessel wall proximal to the aneurysm. Attempts were made to reposition the microcatheter in the aneurysm without success and the coil stretched and extended into the vessel. In order to secure the coil, two additional enterprise stents were placed. However, after removal of the second 37mm enterprise delivery system, the distal tip remained in the patient. No attempts were made to remove the distal tip from the patient. After the procedure, upon arrival to neurology intensive care unit for observation, the patient complaint of pelvic pain and then became hypotensive, and less responsive. The hypotension was later related to low hematocrit caused by retroperitoneal bleed. Additionally, during recovery the patient experienced visual spots. Ophthalmology consults conducted two days after the index procedure, revealed cotton wool spots in the right eye, possible twig retinal artery occlusion. Cotton wool spots usually resolve on their own.

Manufacturer narrative:
Finding for the follow-up eye examination indicated visual scotoma of the right eye apparently corresponding to areas of possible compromised microcirculation around the fovea. Unclear whether this will persist or whether as congestion or mild swelling will improve. One non sterile enterprise vrd and delivery was received with two prowler microcatheters, two unknown guidewires, two introducer tubes (detached from delivery system), the devices were received coiled inside a plastic bag. The enterprise stent was not received. The prowler select presented several bends along the body shaft probably cause for the coil conditions. The introducer tube presented no visual anomalies. The guidewire presented no visual anomalies. The core wire was observed under a microscope and was note a fracture at 215.2 cm from the proximal end, the product was sent to sem for further analysis. The sem results showed: the core wire fractured/separation surfaces presented evidence of smearing characteristics as well as ductile dimples. Pulling or tension motion could be related to these surface characteristics; however, the exact cause of the possible separation could not be conclusively determined. Cutting as the root cause was discarded (by comparison) since the fracture sites did not present any characteristics typical of this failure mode. The functional analysis could not be performed due the stent was not received and the core wire conditions. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The reported failures by the customer as delivery wire fractured-separated were confirmed, it is no possible to determine the cause of these damages. The device did not present any obvious indication of manufacturing defect or anomaly that could have contributed to the event as reported. Neither the product nor sem analyses suggest that the failure could be related to the core wire manufacturing process; therefore, no corrective action will be taken at this time. This one of two products used during the same procedure on the same patient, which is associated with MFR reports 1058196-2010-00292 and 1058196-2010-00293. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that after placement of a 22m enterprise across the neck of an aneurysm without incident, the jailed prowler select plus lpes microcatheter (mc) being used for coiling backed out causing the third coil, a 6x15 trufill dcs orbit complex fill, to deploy between the stent and vessel wall followed by stretching of the coil. Therefore, a second enterprise vrd ((B)(4)/lot 1423720) was placed overlapping the first stent and extending proximally to secure the proximal end of the last coil. The second 37mm stent deployed in a normal fashion. Upon removal of the stent delivery system and mc as a unit, the distal end of the stent positioning wire remained in-vivo. The delivery wire was not reshaped, there was no difficulty during insertion and no additional manipulation/torque was needed during insertion/positioning. No resistance was met in withdrawing the delivery wire and mc. The wire segment appears to comprise the distal tip of the positioning wire, extending proximally to the proximal end of the center positioning marker. The distal tip is in the patients right mca, extending proximally in the right ica. No attempts were made to retrieve the wire segment. The procedure was terminated. No clinical consequence was noted following the procedure. During recovery from an unrelated post procedure access site complication, the patient experienced visual spots. Ophthalmology consults conducted two days after the index procedure, revealed cotton wool spots in the right eye, possible twig retinal artery occlusion. The visual changes noted after the procedure were different from the initial assessment prior to the index procedure. It was reported that cotton wool spots usually resolve on their own. She was expected to be discharged home on aspirin and plavix for 6 months. Received procedural cds and report were reviewed by an independent interventional neuroradiologist, which as reported contained 10 saved angiographic series. It was reported that the presence of a multilobulated wide necked right dorsal supraclinoid internal carotid artery aneurysm directed superiorly is demonstrated. A series with right internal carotid arteriogram after deployment of a 4.5mm x 22mm stent and three complex fill trufill dcs orbit coils (8mm x15cm, 7mm x 21cm and 6mm x 15cm) is seen. A portion of the third coil (6mm x 15mm prolapsed segment is initially trapped between the enterprise stent and the vessel wall, but the more proximal portion extends beyond the proximal stent markers and therefore lies in the vessel lumen. No intraluminal thrombus is detected; 3d rotation of this same series is seen. Review of the next series reported 3d rotation after removal of the prowler select lp mc and placement of a prowler select plus microcatheter through the first enterprise stent into the right middle cerebral artery. It is noted that the prolapsed segment of the last coil (6mm x15cm) has coiled up in the distal cavernous segment of the right internal carotid artery. With the next series, magnified subtracted ap and lateral views of the right internal carotid arteriogram after deployment of the second enterprise (4.5mmx37mm) it is noted that the distal markers of the second enterprise stent are aligned just proximal to the distal markers of the first enterprise stent. The proximal markers of the second enterprise stent are not well visualized as they should be as this stent is 15 mm longer than the first stent. It is not possible to distinguish the proximal markers of the first enterprise stent form the proximal markers of the second enterprise stent in the cavernous segment of the right internal carotid artery. The distal segment of the delivery wire and the center positioning marker are left in situ separated by a gap and both are disconnected from the delivery system in the prowler plus microcatheter. It is not possible to tell that both pieces of wire are intraluminal, trapped between the 2 stents or even outside of the first stent. After a blank series, with the next series the prowler plus microcatheter has been removed. The distal segment of the delivery wire remains in the right middle cerebral artery. The center positioning marker extends proximally beyond both enterprise stents into the pre-cavernous segment of the right internal carotid artery. No change has occurred since the previous. The next series is a 3d rotation of the same with and without subtraction. Per the reviewer, the third orbit coil (6 mm x 15 mm) partially prolapsed outside of the aneurysm sac due to the unstable microcatheter (prowler select lp) position and the excessive coil length. Typically, it is difficult to regain adequate microcatheter position when it is jailed. Although it is possible to snare the third coil, a segment of the prolapsed coil is trapped between the first enterprise stent and the vessel wall and therefore there is a danger of stent migration with snaring. The exact details of how the second prowler plus microcatheter was advanced through the first enterprise stent were not clear. It is not known what micro-guidewire was used and whether it was entirely inside of the stent before the prowler plus mc was guided into the right middle cerebral artery. The question was raised as to whether the prowler plus mc was also entirely within the first enterprise stent before it exits into the right middle cerebral artery. Per the reviewer, it is possible that the microcatheter was in some segment outside of the first enterprise stent which could lead to stretching and separation of the distal stent delivery wire as the system as a unit was withdrawn following the second stent deployment. The delivery wire separated at two different sites: between the distal wire segment and the center positioning marker and between the center positioning marker and the proximal core wire. The separated center positioning marker now lies free in the pre-cavernous segment of the right internal carotid artery. The distal wire segment is still somehow partially attached to the distal end of the center positioning marker otherwise it would migrate further distally in the right middle cerebral artery. The integrity of the second enterprise stent and its interaction with the first enterprise stent is also in question as one cannot clearly separate the proximal markers of both stents. Since the second stent is 15 mm longer than the first stent and the distal markers of both stents are almost aligned, one should be able to clearly distinguish the proximal markers of each stent. Analysis of the returned enterprise delivery wire found that the delivery wire was fractured/separated at 215.2cm from the proximal end. Sem analysis showed the separated surface presented evidence of smearing characteristics as well as ductile dimples. Pulling or tension motion could be related to these surface characteristics; however the exact cause of the possible separation could not be conclusively determined. Cutting as the root cause was discarded (by comparison) since the fracture sites did not present any characteristics typical of this failure mode. After removal of the solder and coil, the exposed core wire at the solder area was examined with sem. No pitting or signs of corrosion could be observed. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained 50 units, which were shipped from lake region medical on (B)(4) 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported delivery wire separation was confirmed. It is not possible to determine the cause of these damages. The device did not present any obvious indication of manufacturing defect or anomaly contributing to the event as reported. It is possible that interaction with the previously implanted stent may have contributed to the event. The instructions for use precautions that the performance and safety of two or more overlapped stents has not been established. Based on the analysis of the returned delivery wire, there is no indication that the failure is related to the core wire manufacturing process. Therefore, no corrective action will be taken at this time. This one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2010-00292 and 1058196-2010-00293.

Manufacturer narrative:
Enterprise stent, coils, and microcatheters. The patient with a long history of migraine headaches presented in (B)(6) 2010 with an acute headache, dizziness, near syncope, visual changes, and left upper extremity weakness. She went to the emergency room, and a CT brain scan demonstrated no acute stroke, however it did demonstrate a 9 x 6mm cerebral aneurysm. The patient was transferred to another institution and the angiograms revealed a right supraclinoid right (ica) internal carotid non-ruptured aneurysm measuring 9.1 x 6.5 x 5.9 mm broad necked requiring stent assisted coiling, because the aneurysm was multi-lobulated and wide-necked. The patient was started on aspirin and plavix several days prior to the procedure in anticipation of stent placement. A 22 mm enterprise was placed without incident, and a prowler select lp microcatheter was jailed within the aneurysm for coiling. The stent delivery system and prowler plus microcatheter were removed without incident. Upon placement of the third orbit coil in the aneurysm, the coiling microcatheter backed out causing the coil to deploy between the stent and vessel wall proximal to the aneurysm. Attempts were made to reposition the microcatheter in the aneurysm without success and the coil stretched. A second 37 mm enterprise was deployed, overlapping the first stent and extending proximally to secure the proximal end of the last coil, the second 37mm enterprise stent was deployed in a normal fashion. Upon removal of the stent delivery system and prowler plus microcatheter as a unit, the distal end of the stent positioning wire remained in-vivo. No resistance was met in withdrawing the delivery wire and microcatheters. The wire segment appears to comprise the distal tip of the positioning wire, extending proximally to the proximal end of the center positioning marker. The distal tip is in the patient's right (mca) middle cerebral artery, extending proximally in the right (ica) internal carotid artery. No attempts were made to retrieve the wire segment. The procedure was terminated. No clinical consequence was noted following the procedure. The distal end of the enterprise delivery wire was not reshaped prior to insertion, and there was no difficulty inserting the second enterprise into the microcatheter or the desire site. No additional manipulation/torque was needed to insert and position the second enterprise system at the desire site. The visual changes noted after the procedure were different from the initial assessment prior to the index procedure. Ophthalmology consults conducted two days after the index procedure, revealed cotton wool spots in the right eye, possible twig retinal artery occlusion. Cotton wool spots usually resolve on their own. This one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2010-00292 & 1058196-2010-00293. Additional information will be submitted within 30 days upon receipt.